Event description:
Vns pt had passed away. The death certificate listed the immediate cause of death as "pending further studies - post traumatic chronic seizure disorder". The manner of death was listed as "accident". An autopsy was performed. There is no evidence at this time that the ncp system caused or contributed to the reported event. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.